Manufacturer narrative:
(B)(4).

Event description:
It was reported that "needle hub of the blue needle in the central line kit had a microfracture that allowed air into the syringe while needle in skin. Confirmed using a cup of water post procedure". There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown at this time.

Event description:
It was reported that "needle hub of the blue needle in the central line kit had a microfracture that allowed air into the syringe while needle in skin. Confirmed using a cup of water post procedure". There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars) and an 18 ga introducer needle for analysis. Signs of use in the form of biological material were observed on the introducer needle. One vertical crack was observed on the needle hub. No defects or anomalies were observed on the ars. The ars and introducer needle were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert introducer needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The returned ars was attached to the returned introducer needle. The ars aspirated both air and water. The returned introducer needle was replaced with a lab inventory introducer needle. The ars was able to draw and aspirate water as intended. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." The customer report of a cracked needle hub was confirmed by complaint investigation. Visual analysis revealed a crack in the needle hub. During functional testing, the returned needle could not be used to properly draw and aspirate water. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The reported needle hub was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.